Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. On (B)(6) 2025 (p-00733437), the patient was up in a chair and stated that he was glad the team chose to place the impella 5.5 (a percutaneous left ventricular assist device). The nurse reported that the patient had one episode of sustained ventricular tachycardia (vt) that morning but was not symptomatic. The patient converted back to normal sinus rhythm. On (B)(6) 2025 (p-00733845), the patient¿s urinalysis (ua) was positive for greater than 50 red blood cells (rbc) on the ua report. The urine was pink tinged but began clearing after heparin was paused. The milrinone dose was reduced by half. The patient continued to have runs of ventricular tachycardia (vt). The physician repositioned the impella 5.5 and stated that he would likely escalate the transfer to a ventricular assist device (vad) center. On (B)(6) 2025 (fm-53505), the physician requested insertion of a new impella 5.5 due to ongoing ventricular arrhythmias, which he believed were related to positioning along the septum with inability to achieve midventricular positioning. The doctor did not believe the ventricular ectopy was related to impella positioning; however, dr. Devore continued to request replacement due to persistent ventricular arrhythmias, which he attributed to positioning near the septum. Transesophageal echocardiogram (tee) showed the device appeared acceptable, but dr. Devore felt it was causing ventricular ectopy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.